Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous aspartate aminotransferase (ast), alanine aminotransferase (alt), and total bilirubin patient results generated by unicel dxc 800 pro synchron chemistry analyzer on four (4) patients. Some of the erroneous patient results were reported out of the laboratory, and were questioned by the doctor. Repeat testing on an alternate instrument produced more consistent results, which were reported out of the laboratory. The patient information and results are shown in the attached file. Note: patient information provided in section a is on one of the four patients. Information on the other three patients are documented in the attached file. There was no death, injury, or change to patient treatment associated to this event. The samples were plasma collected in 7ml 13x100 mm tubes, and were centrifuged at 3000 rpm for 10 minutes using a bench top refrigerated centrifuge. The customer stated that qc results had been within the established ranges. Field service engineer (fse) visited the site on (B)(4) 2012 and observed several hardware issues. Cartridge chemistry sample probe and sample mixer needed to be re-aligned. There was vacuum leak in the hydropneumatics on the waste sump canister, and the wick for the cap piercer was dry. The fse replaced cartridge chemistry sample probe parts and performed alignments. The fse also replaced wash collar, waste valve, and the plug on waste sump canister. The fse performed 20 point precision and verified that the system was operating within the established guidelines.

Manufacturer narrative:
Result: sample mixer, wash collar, waste sump canister. Related event on 05/08/2012 is documented in MDR # 2050012-2012-01163.